Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6259938, expiration date: 09/30/2017, manufacture date: 09/15/2016. Medical device lot #: 6266987, expiration date: 09/30/2017, manufacture date: 09/22/2016. Medical device lot #: 6267944, expiration date: 09/30/2017, manufacture date: 09/23/2016. Medical device lot #: 6277744, expiration date: 09/30/2017, manufacture date: 10/03/2016. Medical device lot #: 6277746, expiration date: 09/30/2017, manufacture date: 10/03/2016. Medical device lot #: 6305645, expiration date: 10/31/2017, manufacture date: 10/31/2016. Medical device lot #: 6307958, expiration date: 10/31/2017, manufacture date: 11/02/2016. Medical device lot #: 6328896, expiration date: 11/30/2017, manufacture date: 11/23/2016. Medical device lot #: 7005646, expiration date: 12/21/2017, manufacture date: 01/05/2017. Medical device lot #: 6354674, expiration date: 12/31/2017, manufacture date: 12/19/2016. Medical device lot #: 6329539, expiration date: 11/30/2017, manufacture date: 11/24/2017. Medical device lot #: 6354676, expiration date: 12/31/2017, manufacture date: 12/19/2016. Medical device lot #: 7005679, expiration date: 12/31/2017, manufacture date: 01/05/2017. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes experienced red cell hang up. No report of serious injury or medical intervention.